Manufacturer narrative:
(B)(4). The catheters were not returned to biosense webster for investigation. Concomitant biosense webster products used during the procedure: refstar external ref patch; catalog no.: xrp6h; lot no.: 15157657. Coolflow tubing set; catalog no.: cft001; lot no.: 582080.

Event description:
It was reported that during an af ablation procedure, the catheters were placed in cs, his and rv. As brockenbrough method required time and the catheter (competitor's product) was inserted in cs again. Then blood pressure began to decrease and it was noted the position of the catheter was not normal. Drainage and open chest surgery was performed as medical intervention. The physician stated that the event could be cardiac tamponade caused by perforation/ rupture of the catheter (snake, manufactured by (B)(4) lifeline) placed in coronary vein. The biosense webster ez steer catheter was used for mapping of right atrium and no power was delivered with this catheter.